Event description:
As reported in the transradial sheaths pms survey the respondent indicated inability to use the rain radial sheath successfully with access complications, sheath kinking, spasm, thrombosis and dissection. The device is not available for analysis. No other information was provided.

Manufacturer narrative:
As reported in the transradial sheaths pms survey the respondent indicated inability to use the rain radial sheath successfully with access complications, sheath kinking, spasm, thrombosis and dissection. The products were not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Without the return of the device or images for analysis, the reported customer events ¿catheter sheath introducer (csi)- kinked/bent, vascular access complication, vasospasm, thrombosis, and vascular dissection¿ could not be confirmed. The cause of the kinked/bent condition and vascular access complication cannot be conclusively determined with the limited information available. Vasospasm, thrombosis, and dissection/intimal tear are known complications and are listed in the IFU as such. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿possible complications include, but are not limited to: abrupt vessel closure, additional intervention, allergic reaction (device, contrast medium and medications), air embolism, infection, intimal tear, hematoma at puncture, hemorrhage, inflammation / infection / sepsis, ischemia, perforation of vessel wall, thrombus formation, peripheral nerve injury, pain, vascular complications (e.g. Intimal tear, dissection, pseudo aneurysm, perforation, rupture, spasm, occlusion). To prevent damage to the csi tip or kinking of the csi body, do not withdraw the vessel dilator while advancing and positioning the csi in the vessel.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.